Event description:
In 2002, a paragon 3.7 x 13 mm screw-vent implant was placed whter a front tooth (tooth #7) had been extracted. The residual socket was grafted and tissue fromt he tuberosity used to close the tissue void from the extraction. The area was left to heal for 6 mos prior to stage ii of the procedure. On 2/20/03, a center pulse implant healing abutment 3 mm was placed. Since that time, I had recurrent infections around the gum area of the dental implant, requiring many courses of antibiotics. In 2005, it was noted during an evaluation that the implant had failed -"the body of the fixture is fractured," according to the periodontist. The periodontist wanted to remove the implant at that time and send it to the FDA -after speaking with zimmer representatives-. They then planned to graft the site and insert another flipper. However, I did not have the money at that time, so I still have the implant in and still get recurrent infections and have since been diagnosed with fibromyalgia and chronic fatigue syndrome, and my immunoglobulins are all at very low levels.